Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory. The result from the meter before the laboratory result was 7.4 inr. The result from the laboratory was 4.6 inr. The result from the meter after the laboratory result was 7.8 inr. There was no allegation of an adverse event. The customer's therapeutic range was less than 3.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.